Event description:
It was reported by the patient¿s son that the patient expired. The patient had device explanted and leads capped on (B)(6) 2017 due to pocket infection. The patient was doing well after the procedure and was being referred out for lead removal. Subsequently, the patient presented in hospital for removal of the leads. During procedure the patient had ischemic changes, grew hypotensive and went into septic shock. Patient was then taken into comfort care and expired.